Event description:
Customer reports two separate incidents of blood leaks on reuse number 1 and number 3 at the onset of treatments. Blood leaks were noted by blood leak alarms and visible blood in the dialysate compartments. Confirmed by hemastix. Estimated blood loss 200-250cc for each incident. Both treatments were continued with new dialyzers and bloodlines without incident. No pt injury or medical intervention reported.